Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited chronic high out of range shock impedances. The physician elected to perform a commanded shock and a code indicating a shock into an open lead was recorded. Boston scientific technical services (ts) was consulted and troubleshooting recommendations were provided. The physician elected to perform a system revision. The ICD was explanted and discarded. The rv lead was surgically abandoned. No additional adverse patient effects were reported.